Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s back cover handle has been pushed in and fill manifold leaked. No harm or injury to the patient was reported.